Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 119 versus the labs 179 mg/dl. Tests were done within 21-30 minutes. Patient did not experience any adverse events. No further information has been reported.